Manufacturer narrative:
UDI #:(B)(4). If explanted, give date: not applicable as to date the lens remains implanted, therefore not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following implantation of an intraocular lens, model zcb, the post-op results were 4 diopters off target. The surgeon suspected a mislabeling. To date the lens remains implanted, however surgeon is planning an explant. Additional information was received and it was learnt that the female patient started to complain about the outcome on her right eye, one day post-op. No further information was received.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer since it remains implanted. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There was no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to the complaint. The lenses were measured for diopter power, resolution, and contrast in the miq (measurement iol quality) equipment. The miq manufacturing results for diopter of the lens was found within specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received stating that doctor found out that the problem was wrong data collection for patient. Doctor clarified that the issue is not related to mislabeling or device marking as reported in the initial report. (B)(4). All pertinent information available to abbott medical optics has been submitted.